Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 439888 lead; w4tr03 crt-p; implanted on: (B)(6) 2012 . If information is provided in the future, a supplemental report will be issued.